Event description:
Since the pt had the vns implant they have been experiencing "a considerable" increase in seizures. Intraoperative device diagnostic testing was within normal limits, indicating proper device function at the time of implant. The pt was reportedly set to the lowest output setting two weeks following surgery and does not feel stimulation. Further follow-up revealed that the device output setting was increased to 0.5ma and the pt could then feel stimulation. The treating neurologist indicated that the cause of the increase in seizures is unk.